Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. The product remains implanted; therefore, visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Medical records were provided and reviewed by a health care professional. The review identified no contributing factors to the event. Moreover, the x-ray shows a satisfactory position, with no evidence of loosening, subsidence, or wear. Patient was diagnosed with pes bursitis. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42558000402 - partial femur cemented size 4 right medial - 65469579. 42538000602 - partial tibial cemented size f right medial - 65475206. 42528200610 - partial articular surface right medial size f 10 mm thickness - 65805450. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right unilateral knee arthroplasty. Subsequently, five months post-op, the patient received a steroid injection to the right knee for pes bursitis following an incident of pain after bending down to get into a plank position. Attempts have been made and all available information has been provided.